Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. To the public under the freedom of information act.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer's blood glucose was 595 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer's mother found that the time and date was incorrect. The customer's mother was assisted in programming. The customer's mother mentioned that they also had high blood glucose of 600 mg/dl and treated with manual injection. The customer's mother stated that the blood glucose kept going up after treating with manual injection. The insulin pump will be returned for analysis.